Manufacturer narrative:
(B)(4).

Event description:
New information notes that on (B)(6) 2017, the patient was admitted to the hospital with diagnosis of fall and syncope. Patient was referred to a nursing home to be followed more closely. Subsequently, on (B)(6)2017 the patient presented to the emergency department with complaints of congestion and general malaise. A chest x-ray was performed and revealed mild bilateral per hilar opacities and mild pulmonary edema. Patient was admitted with diagnosis of acute-on-chronic congestion heart failure (chf) and lower lobe pneumonia. The patient had cardiopulmonary arrest after multiple interventions to try to improve his medical problems. The patient was in dnr/dni status as per the patient¿s family. The patient expired on (B)(6)2017. The primary cause was acute-on-chronic chf and lower lobe pneumonia.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.